Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_lead, product type: lead. (B)(4).

Event description:
The patient reported the implantable neurostimulator (ins) was replaced due to normal battery depletion. When the health care provider (hcp) went in to do surgery, everything needed to be replaced. The indication for use included spinal pain lumbar radiculopathy. Additional information has been requested to find out if why everything needed to be replaced and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.